Event description:
Customer reported the system was displaying intermittent lines through the image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.